Event description:
It was reported that during the next day check it was discovered that the right atrial (ra) lead had dropped from its original implant location. Lead dislodgement was discovered under x-ray. Loss of capture and sensing far r-waves were also noted. The lead was repositioned. The patient is in stable condition.